Event description:
The patient was revised because of a fractured hip stem.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The first and second product of this complaint were rejected. They were inadvertently reported. Only the stem was reportable for this complaint.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified one other report against the metal liner and no other reports against the remaining product/lot code combinations. Per procedure, the metal liner product code is exempt from DHR review. Previous investigation found the cause from the implant fracture was undetermined. The investigation can draw no further conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 8/16/2013- sticker sheet was provided. The lot number for the stem has been updated. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
The device associated with this report was still not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. Medical records were received. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.